Event description:
It was reported to philips that the invalid interpretation of the curve and unrealistic values of tk.

Event description:
This report is based on information provided by a third-party service engineer and a technical product engineer has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device electrocardiogram (ECG) provided an invalid interpretation of the curve. The user stated the ¿curve was shaky¿. The device was in use at the time of the event, however, there was no reported harm or injury to the patient or user.